Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2022, the patient developed a skin reaction with infection. The affected area was also bleeding. The patient took the sensor off and cleaned the area with alcohol. The patient consulted a healthcare professional and they prescribed oral antibiotics flucloxacillin for the first 2 days and amoxicillin for the following 4 days. The patient recovered after the treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).